Event description:
Right ruptured, left bleed, incipient rupture. A 57 yr old white g2p2 female status post bilateral subglandular periareolar medium "demysalines" 7-21-72 for augmentation. She had an add'l 75cc placed with "minipex" 4-26-73. The right deflated and so, on 6-26-73 she had replacement with cronin gels. These deformed & so she had bilateral replacement with 100cc surgitek gels on 10-2-81. She complained of right discomfort with ptosis and systemic arthralgias, myalgias, sicca, fatigue, headaches, hair loss, mitral valve, prolapse, gastrointestinal problems etc. No trauma. Positive bilateral iii contractures with iii ptosis. Bilateral small "foir bx ln's" symptoms. 7-1-94 positive right ruptured, left with marked liquid bleed, moderate cloudy/"min yellow moderate thick" "caps with contractures & calcium deposits left greater than right. Bilateral mild "histo". Weight 440cc & left 390.